Manufacturer narrative:
This report is being supplemented to provide additional information based on the complaint investigation/ legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6 and h10. A physical inspection and DHR (device history record) could not be performed for this fiber since the device was not returned, thus, no device evaluation findings are available. The lot number listed in this complaint is an olympus packing lot number and does not correlate directly to the OEM (original equipment manufacturer) lot number and no data can be retrieved on without the product returning to the OEM to be scanned. An investigation for this complaint was performed by the OEM. The OEM have listed the probable cause for this device malfunction to be the fiber being bumped or over-flexed causing the fiber to fracture. The fractured fiber allows energy to be released from the cracks which heat the fiber jacket to a point where the fiber jacket can begin to smoke / catch fire. With the information presented the OEM has determined this malfunction to be caused by mishandling of the fiber. Olympus will continue to monitor complaints for this device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, there was a fire at the area where the fiber attaches to the connector. This occurred immediately when activating the laser via the footswitch. The fiber was replaced with another fiber and the intended procedure was completed. There was no delay in the procedure. The issue occurred during a therapeutic procedure. There was no patient injury or harm reported due to the event. No user injury was reported.